Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had invalid memory error and not detected on bus. A field service engineer shut down the medstation for about one minute and then powered it back on, allowed the half-height cubie drawer firmware to upgrade to version 1.49. After the update completed, both cubies were detected and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, clean contacts requested on several cubie and row boards. The device also exhibited read, write, or invalid cubie memory errors, and device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.